Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture, baker grade: ii-iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade: ii-iii.

Event description:
Physician reported capsular contracture, baker grade ii-iii. The device was explanted. This record is for the left side.

Event description:
Physician reported capsular contracture, baker grade ii-iii. The device was explanted. This record is for the left side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified more than three openings and yellow particle material found on the shell. A weight test of the device was performed and verified the device was overweight. A microscopic analysis was performed which identified more than three striated openings. Based on the device analysis, the final assessment is more than three striated openings on the anterior side assessed as surgical damage.